Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white had a loose component and leaked we had two different faults with two of the stopcock three way taps this week. We believe they are likely from the same batch/ lot number but unfortunately, we don¿t know the number as we decant our sock. One tap had a very obvious leek at the short side arm and caused distribution to drug administration. It had a very substantial crack along the join with the middle tap section. It was removed from patient and datix completed and retained for inspection if needed. The second fault was very different. On the longer side arm with the male connector the screw section that moves and turns to connected with drips etc. Had become loose and came off completely. This again caused leakage as the line could not connect probably to the stopcock. I also have kept this if needed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 physical samples submitted for evaluation. The reported issue of loose component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that in one of the samples the luer component was disassembled from the housing. Bd determined that the cause of the failure was assembly process related. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.